Event description:
The dentist reported the abutment screw fractured.

Manufacturer narrative:
This device has not been received.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Upon visual inspection, the fractured condition was confirmed. The top of the hex was damaged. The review of the device history record did not provide any indication of a manufacturing deviation that would contribute to this event. No non-conformities, CAPA, or rework activities were found for this lot that would cause or contribute to the condition reported. A definitive root cause has not been determined.